Event description:
According to the initial information received, a 30mm amplatzer cribriform occluder (aco) was advanced through the 8f amplatzer torqvue 45 degrees delivery system (dtv45) and both the left atrial and right atrial (ra) discs were deployed. However, the tee showed that the aco needed to be repositioned, but the ra disc failed to retract back into the dtv45 as the tip inverted and the sheath kinked. The aco was released and fortunately closed the defect with the help of a large sizing balloon and a guidewire which were used to reconfigure and position the ra disc. The 8f dtv45 is expected to be returned for analysis; however, has not yet been received. Once the 8f dtv45 is returned and the analysis is complete a supplemental report will be filed.

Manufacturer narrative:
The dtv45 sheath, dilator, loader, and delivery cable were received at aga medical and decontaminated. The components were examined and no defects were observed. The components were examined microscopically and while the sheath tip was not found to be inverted, damage indicating that the sheath had been inverted was observed. A test 30mm aco was deployed and retracted from the sheath; the tip kinked and remained kinked on one side of the perimeter of the sheath, however not inverted. The same test was performed with test 18mm and 20mm amplatzer septal occluders with the same outcome. During manufacturing, this delivery system lot underwent a series of inspections to verify the integrity of the sheath. A review of manufacturing documentation confirmed this delivery system lot successfully completed these inspections. Our investigation was not able to determine the cause of the failure described in the field, however, the damage to the sheath was consistent with difficulties retracting the device into the sheath. We have forwarded this information onto our manufacturing engineering and process development teams for additional review. They are evaluating improvements to the sheath tips for the amplatzer torqvue delivery systems.